Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated they were failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. ,

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged loss of communication with the transmitter and insulin pump error alarm after running the self test found on (B)(6) 2021. The insulin pump passed the self test and displacement test. No pump error 63 alarm noted during testing. Successfully downloaded the trace/history files using thus. A review of the insulin pump history file shows one (1) pump error 63 alarm was triggered on (B)(6) 2021 at 12:41. Pump error 63 alarm is due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump was programmed with a test guardian 3 link transmitter and a test plug. The insulin pump communicated properly with the transmitter and test plug and showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for two (2) days while connected to the test transmitter and plug. No unexpected lost sensor alarm, sensor/transmitter communication errors, or additional sensor errors noted during monitoring period. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Lost sensor alarm and loss of insulin pump to transmitter communication are not confirmed. Pump error 63 alarm is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.